Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged nose irritation, nausea / vomiting, liver disease/toxicity, cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap autosv adv system one. The manufacturer received information from the representee of the patient alleging nose irritation, nausea/vomiting, liver disease/toxicity and cancer. Medical intervention was not specified. Despite good faith effort attempts, the device has not yet been returned to the manufacturer for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed. The device information has been corrected in this report. In this report, box d, e, h has been updated/corrected. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for system one. A field correction action (2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file ¿ (B)(4) v27 (systemone) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degradation01, toxic02 and particulate01 reflect the safety risk of design containing the pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.